Event description:
Procedure: lap gastric bypass. According to the reporter: the device cut but did not staple. The procedure was converted to open and the staple line was over sewed. Delay in surgery time was reported as 1 hour. Blood loss was reported. The amount was not known.